Event description:
Complainant alleges using a heating pad on her back when she fell asleep. She awoke to find the heating pad on the floor and that it burned her carpet. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. Consumer also fell asleep while using the heating pad. This is also a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is the direct result of misuse/abuse of the product.